Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. A 15mm x 4.50mm nc quantum apex balloon catheter was advanced to the target lesion for predilation. The balloon was inflated; however, it ruptured at 14 atmospheres on the second inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received with a nc quantum apex shelf box, inner pouch and hoop. The batch number on the packaging and device matched the reported batch number. There was blood and contrast in the inflation lumen. Magnified inspection of the balloon revealed a pinhole and scratch in the balloon wall 4mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The target lesion was located in the severely calcified and moderately tortuous proximal right coronary artery. A 15mm x 4.50mm nc quantum apex¿ balloon catheter was advanced to the target lesion for predilation. The balloon was inflated; however, it ruptured at 14 atmospheres on the second inflation. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.